Event description:
It was reported that the patient experienced incorrect tube length with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the pump tube length was adjusted. Additional information was reported that the tube was too long. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.